Manufacturer narrative:
This report is being submitted retrospectively per FDA request.

Event description:
It was reported that during procedure, the subject guidewire could not be manipulated. The physician withdrew the guidewire from the patient's body and during inspection, the tip of the guidewire was broken. No additional information was provided. No patient consequences reported.